Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to part of connecting tube fell off. In addition to the finds in event, due to a cut on connecting tube, water tightness was lost. The insertion tube was discolored. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was chipped. The operation part, switch box, grip, angle lever, up/down plate, universal cord, video cable, video connector, light guide connector, video connector case, up/down angle fixing lever and protector of the video cable section were scratched. The universal cord was dented. Label on light guide connector was peeled. The image guide protector was cut. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the rhino-laryngo videoscope scope insertion part tip coating tore. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the resin part of the image guide coil fell off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be judged whether the resin part falling off of the insertion part snake tube was caused by the stress or the handling, or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the malfunction was identified prior to an unknown diagnostic procedure, which was completed using a similar device.